Manufacturer narrative:
The device was not returned to the MFR and was reported to be discarded by the user facility.

Event description:
It was reported that during a laparoscopic case, the jaws clamped down and would not open while on the pt and had to be cut off. Another device was used to complete the procedure. There was no pt injury. The device and packaging were reported to be discarded. Additional information was requested multiple times, but no additional information was provided. A follow-up report will be sent if additional information is received.